Event description:
It was reported that a 75-year-old female patient (58 kg) underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and the patient suffered a cardiac tamponade requiring a pericardiocentesis and vasopressors. During the procedure, the blood pressure tended to decrease, but the procedure was completed while using a vasopressor. After completion of ablation procedure, the effusion was confirmed by transthoracic echocardiography, and pericardial drainage was performed. Artery line blood pressure recovered from the upper 70's to 150's. The patient's consciousness was clear. After the procedure, the patient was observed in high care unit (hcu) for one night and transferred to the general ward the next day. It was unknown whether the length of total hospitalization was extended. The physician¿s commented that ¿as preoperative echocardiography showed that a certain amount of pericardial effusion was observed, it is unclear when the pericardial effusion increased¿. The adverse event was discovered post use of biosense webster products. The patient outcome of the adverse event was fully recovered (no residual effects). Prior to noting the cardiac tamponade ablation had already been performed. Transseptal puncture was performed with a rf needle. There was no evidence of steam pop and no error message was observed during the procedure. Force visualization features used were real time graph; dashboard; vector. The visitag module parameters for stability used were as bwi recommendation. An additional filter used was force over time (fot) and tag index. The physician reported it was unknown whether the adverse event was related to the bwi product. The physician also commented that it was unknown when the pericardial effusion increased because the patient had a certain amount of pericardial effusion on preoperative ultrasonography. The irrigated catheter flow setting was the standard setting. A smartablate generator was used during this case with the correct catheter settings being selected and the pump was switching from low to high flow during ablation.

Manufacturer narrative:
Device investigation details: information received indicates that the device is not available for return, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device number (B)(4) and no internal action related to the complaint was found during the review. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).